Event description:
Reportedly, there was blood in filtrate line and no alarm. This occurred on the aquarius during patient use about an hour after the start of treatment. The rn paged another rn in pt. Dialysis who then instructed the caller to stop the machine and flush the vas catheter. For infection control, the caller was also instructed not to return the blood. The patient was later transfused with blood due to some blood loss.the reporter suspected that the registered nurse caught it before the machine did, but wanted to check the aquarius to make sure it was funtioning normally. A feild service engineer (fse) went to the facility and evaluted the device. Upon the fse's arrival, the customer said the actual problem was blood leaking from the prefilter pressure dome caused by a defective tubing set. The customer's concern was that there wasn't a prefilter pressure alarm.

Manufacturer narrative:
Evaluation - the field service engineer (fse) attached a warning tag. The fse was unable to duplicate the reported problem. The fse removed the warning tag. The instrument met all functional specifications, was operational, and was ready for use. The evaluation of the aquarius was concluded to be "no fault found." The MDR# assigned to this complaint which references the aquarius machine will be cross-referenced to a subsequent related complaint which was opened to address the issue of blood leakage coming from the pre-filter sensory pod area of the hemofiltration blood line.